Event description:
It was reported that review of a scheduled transmission noted an alert for atrial intrinsic amplitude out of range. Frequent undersensing of atrial signals during atrial tachycardia response (atr) episode noted at current sensitivity of fixed 0.5mv. Additionally, intermittent loss of capture on the right ventricular (rv) channel was observed on presenting electrogram (egm). Current output is set to trend 3.2v with most recent rv threshold of 2.7v. The rv lead is manufactured by a competitor. This patient has device checks performed by his physician without a local area boston scientific representative present. Therefore, no follow up information is available. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.